Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the non calcified and severely tortuous upper arm vein. Upon attempting to treat the lesion with the sterling over-the-wire, the balloon rupture at 14atms on the 3rd inflation. The 1st and 2nd inflations were also to 14atms on the 3rd inflation. The 1st and 2nd inflations were also to 14atms. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "good."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).